Event description:
It was reported that the patient expired. The patient was in hospital for unrelated reasons to the device, when an atrial/ventricular arrhythmia was observed. The cause of death was cardiac arrest. There is no known allegation from a health professional that suggests the death was related to the device.